Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user wearing a dexcom g7 experienced intermittent sensor signal loss to the ilet for periods up to 30 minutes despite remaining within range, and education on connection mechanics and best practices was provided. Symptoms included user-reported concern about data dropouts without adverse clinical effects. Outcomes included no impact to blood glucose management, no medical intervention, and no hospitalization. Investigation included customer-service troubleshooting and user education regarding connectivity, range, and backfill behavior. Investigation of this case revealed intermittent communication loss between the cgm and ilet without evidence of device malfunction, with expected cgm backfill restoring historical data. It was concluded, based on previously established findings for similar reports, that the cause was likely environmental or use-related connectivity limitations.